Event description:
The service report shows the customer reported that the 840 ventilator failed to cycle on a pt. The pt was not harmed or injured as a result of the event. The nellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and found the humidifier probe port open on pt circuit. The unit passed extended self testing.